Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the report event is not confirmed. The most likely cause can be attributed to user error of the device due to excessive force being used during firing to pass the needles through thick or hard tissue or hitting bone with the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/31/2023, it was reported by a sales representative via sems that an ar-13995n multifire scorpion needle had an issue during an open rotator cuff repair procedure on (B)(6) 2023. While passing fibertapes with a scorpion fastpass sl during an open rotator cuff repair, the tip of the multifire needle broke off in tissue. The broken piece was retrieved from the patient and the procedure was completed successfully. The device was not available for return as it was used in the case. This was discovered during use with no impact to the patient.